Event description:
It was reported that the patient was experiencing intermittent diaphragmatic stimulation. Programming changes were made and the lead remains in use. The patient is a participant in the (B)(6) clinical trial. No further patient complications have been reported as a result of this event.